Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> asae/hematoma: the cause of the access site adverse event was most likely use related to patient movement as the patient was thrashing and unable to lay still per clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient for acute myocardial infarction cardiogenic shock, scai stage e. The patient has a history of coronary artery bypass graft, diabetes mellitus and cerebral vascular accident. Following pci of the lad and after transfer to ICU, patient continued to thrash and was unable to lay still and a large hematoma formed. The impella pump was removed and access site closure with perclose proglide x2. The reported bleeding is consistent with access-site complications associated with impella support, which is a known risk described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The patient survived.